Manufacturer narrative:
Final analysis found that the setscrew anomaly was caused by medical adhesive contamination. Device went into backup operation during explant. Backup operation occurred at explant due to the physical damage to the device that was needed to remove the atrial lead.

Event description:
It was reported that the pulse generator setscrew stripped and the atrial lead could not be removed from the header of the pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.